Manufacturer narrative:
The covidien customer service engineer (cse) verified the malfunction. The cse inspected the device and replaced the upper liquid crystal display (lcd) panel. The unit passed extended self-test (est) and short self testing (sst). (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a flickering upper graphical user interface (gui) display. There was no patient involvement.